Manufacturer narrative:
The microtip was received for failure evaluation by the manufacturer. The needle was separated from the horn (broke at the braze joint) and was not returned with the device for inspection. There was no indication of damage to the sheath, thereby precluding aggressive technique as a factor in failure cause. The cause of the failure was determined to be material fatigue.

Event description:
Per the information provided, at the end of the procedure the tip of the tx2 handpiece broke off. The doctor felt the tip "give way" and was able to slowly remove the handpiece and extract the tip in one-piece. A second microtip was used to complete the procedure. There was no harm or injury to the patient caused by the device failure.